Event description:
Patient reported she dropped her infusion device on (B)(6) 2010 and at that time small dots appeared on the display. Patient did not report the issue at that time. Patient stated she was experiencing erratic blood glucose levels on (B)(6) 2010 ranging from 45-400 mg/dl. Patient's normal blood glucose level is 120-140 mg/dl. Patient reported receiving a blood glucose reading of 45 mg/dl on (B)(6) 2010 at 10:50 am and was unconscious for a half an hour. Patient stated her family found her and notified the doctor on call. Patient is receiving treatment at the hospital at this time. No further information is available at this time. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.